Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported issue. While servicing the device, it was observed that the device generated a technical alarm for ¿internal battery failure.¿ this condition suggests that the battery was no longer capable of providing reliable backup power. The battery requires replacement to ensure proper device operation.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a battery error message. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Bench service is currently pending.

Manufacturer narrative:
To resolve the reported issue, the internal battery assembly was replaced. Following the repair, the device successfully passed all required performance verification testing in accordance with philips service standards and was returned to service.